Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the diagonal branch of the left anterior descending artery. During the procedure the whisper ms guide wire broke and separated. After placement of a stent in the diagonal branch, the separated portion of the guide wire was successfully retrieved. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed although the reported difficult to remove was unable to be confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Updated event description: it was reported that after successful treatment of the right coronary artery, a bifurcation of the circumflex (cx) and marginal branch was treated. Two stents were implanted; one in the distal cx and one in the proximal cx over the bifurcation. The whisper guide wire was advanced into the marginal branch and post-dilatation was performed on the two stents and a kissing balloon technique was used for another stent implantation in the marginal branch. During retraction of this balloon into the guide catheter, it was noted that a piece of the whisper gw had separated in the marginal branch. It was concluded that the separation occurred because the gw caught on either the anatomy or with another device. The separated piece was pushed in the main branch and into the guide catheter with the same balloon. The separated piece was successfully removed from the patient anatomy. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.